Manufacturer narrative:
Investigation of the returned silhouette stents has led to the conclusion that the devices were damaged due to some type of instrument, such as a hemostat, the crushed the stent. However, whether the damage occurred during placement or during removal of the device is unk. Additional info would be necessary to determine whether the restriction in the flow of the device is related to the pt's development of hydronephrosis. Although the lumens of the stents were constricted, the devices was not occluded and still allowed flow through the stents.

Event description:
"Pt developed bi-lateral hydronephrosis. Had to return to emergency room. Pt was stented with bilateral silhouette xf. Pt developed severe hydronephrosis and both silhouettes were removed and replaced with cook renosance stents."